Event description:
It was reported that for a laparoscopic cholecycstectomy clips were not deploying onto vessel.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900712 was manufactured on 04/30/2019 a total of (B)(4) pieces. Lot was released on 05/09/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position in the channel. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was returned with (B)(4)clips remaining in the channel indicating that (B)(4) clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900712 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that for a laparoscopic cholecycstectomy clips were not deploying onto vessel.